Event description:
As reported, the hospital had the mismatched stent connected to the smart control recall. This account had 10x40 packing containing a 9x60 stent. However, the stent in question was used in july without any complications. The incorrect stent size was not known prior to implanting. No other details to share.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the hospital had the mismatched stent connected to the smart control recall. This account had 10x40 packing containing a 9x60 stent. However, the stent in question was used in july without any complications. The incorrect stent size was not known prior to implanting. No other details to share. The device will not be returned for evaluation as it was implanted in the patient. A product history record (phr) review of lot 18298569 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box labeling incorrect-could potentially cause an injury¿ cannot be verified as the device was not returned for analysis nor were procedural images provided. An investigation is warranted to find a definitive root cause. According to the instructions for use, which is not intended as a mitigation of risk, ¿procedure: 1. Inject contrast media: perform a percutaneous angiogram using standard technique. For biliary procedures the biliary tree may be injected. 2. Evaluate and mark lesion or stricture: fluoroscopically evaluate and mark the lesion or stricture, observing the most distal level of the stenosis or stricture. 3. Select stent size: measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent that has an unconstrained diameter at least 1 mm larger than the largest reference vessel diameter to achieve secure placement according to the following stent size selection table.¿ the information available suggests that the event experienced by the customer needs further investigation to determine root cause and may be related to a manufacturing issue. Therefore, a risk assessment has been initiated.

Event description:
As reported, the hospital had the mismatched stent connected to the smart control recall. This account had 10x40 packing containing a 9x60 stent. However, the stent in question was used in july without any complications. The incorrect stent size was not known prior to implanting. No other details to share.